Event description:
On (B)(6) 2011, navilyst medical received a copy of a user medwatch form stating: "pt had PICC line placed. The following day, the PICC team notified that pt was complaining of burning when PICC site, (white port) in use. Leaking noted when white port was flushed. PICC line discontinued and upon inspection, it was noted to be 2 small cracks in the PICC line between the 3 and 4 cm markings." Further info obtained on (B)(6) from the hospital stated that there was a slit in the catheter extension leg, approx 3-4 cm from the valve. The catheter had been placed in the upper arm and some medication had leaked onto the pt's skin. Navilyst medical determined this event to be not reportable. Photos of the device sample, received on (B)(6), contradicted the info obtained on (B)(6), the hole was actually in the catheter tubing (not extension leg) and was located distal to the suture wing. At this time, the complaint was re-assessed by navilyst medical as reportable.

Manufacturer narrative:
Multiple attempts were made to have the sample returned to navilyst medical for eval, however, the hospital has been reluctant to release the sample. Photos of the device from the reported event have been forwarded to navilyst medical, but the hospital is still in possession of the catheter. Communication is still on-going with the hospital about returning the sample for a device eval. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).